Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made and no response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. (B)(4).

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation; they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with an afx 2 for treatment of an aortic aneurysm in 2016. Recently, it was reported that the patient "present" with a rupture and the physician noted that the graft was compromised at the suture line in the distal portion "o" the main body. On (B)(6) 2018, the physician elected to explant the device and repaired with an open surgical graft. Explant is not available for return. As of this report, no additional patient "sequalae" have been reported at this time.